Event description:
It was reported that removal difficulties were encountered and patient had to undergo surgery. The target lesion was located in the calcified diagonal artery. A 2.50 x 12 synergy stent was advanced and successfully deployed. However, upon removal, there was difficulty in withdrawing the stent delivery system (sds). Several attempts were made to remove the sds, but physician stated that the balloon was stuck in the calcium and the stent. The balloon catheter was eventually removed; however, the balloon material was missing. The balloon was retained in the diag and a coronary artery bypass graft had to be performed. No further patient complications were reported. The patient left the procedure with a balloon pump in place, but otherwise stable.